Event description:
Additional information received reported that the battery was completely dead and couldn't be recharged or jump started. It hadn't worked for two years, and could not be interrogated. It was noted that the patient had jump started the battery in the past. The patient wanted to have the battery replaced or the entire system removed, but her md said he wouldn't treat her. After various attempts, the patient could not find an md who would do either surgery and was looking for a new pain physician who would see her. In the meantime, the battery remained implanted, not functioning. The patient stated that the battery site hurt, but no one would touch her.

Event description:
Additional information received reported that the patient canceled the appointment and ended up going to the ER for pain. A new appointment was scheduled for october 17th.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer. (B)(4).

Event description:
It was reported that the patient's ins was initially on the shoulder, but was revised to the side. The reason for the revision was not provided. The ins worked for two weeks, then the patient experienced lead pulling, nose bleeds, neck 'cracks', back 'snaps' and pain for three years. The patient reported that she could not use the device or turn it on. It was reported that the patient had not used the recharger in a very long time, and when she tried to use it she got the system setup screen. It was reported that the device was in overdischarge, and the patient refused to let a manufacturer representative attempt to restart it. The patient was in a wheelchair, and stated that she wanted the device removed, but her physician would not explant it due to the risk. It was later reported that the physician agreed to explant it, but the patient decided last minute she wanted to see if it still worked. The patient had an appointment to attempt to restart the device scheduled for (B)(6). Additional information has been requested, but was not available as of the date of this report.